Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No smell of insulin, or moisture damage in the reservoir tube or keypad, battery tube, electronic assembly noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that some insulin got into the pump and the reservoir area. Customer's blood glucose was 95 mg/dl at the time and the pump failed the self-test. Customer was advised to discontinue use of the pump and that the pump will need to be replaced. Customer mentioned that yesterday morning she woke up with a blood glucose level of 500 mg/dl. Customer was disoriented and given a manual injection by her husband. Customer was filling insulin into the reservoir and insulin leaked everywhere. Customer placed the same reservoir back into the pump and stated that successfully filled the tubing. Customer had a full blown stroke with arm pain and facial paralysis. Customer was at the dialysis center and the nurse called the paramedics. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 400 mg/dl. Customer was currently in the hospital and was not wearing the pump at the time. Customer has been off the pump since yesterday.